Event description:
It was further reported that upon presenting in (B)(6) 2012 with congestive heart failure, the patient was observed with pleural effusion, right sided heart failure, atrial fibrillation, and ''multiple other comorbidities'' and ''digitalis toxicity from an outside hospital.'' Also further reported, the patient was treated with lasix and symptomatically was improving before being transferred to the ICU two days later, when patient became hypotensive and hypoxic with increased vascular congestion. The patient was started on pressor and was given oxygen via mask; the patient declined use of bipap and was observed with low blood pressure before being started on a dopamine drop. The patient's vitals continued to drop, passed three days from presenting.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-02295. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to stable angina. The 90% stenosed and 8.0mm long target lesion was located in the 2nd obtuse marginal with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement using a 2.5x12mm taxus element stent, resulting in 0% residual stenosis following post-dilation. The physician also treated a non-target lesion located in the mid left anterior descending artery with placement of an unknown sized express stent. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2009 - the patient received an unknown sized promus stent to treat a non-target lesion located in the right posterior descending artery. (B)(6) 2012 - the patient presented to the hospital due to congestive heart failure and was admitted. Three days later, the patient expired due to an unknown cause.

Event description:
It was further reported that in (B)(6) 2012, the patient presented with complaints of increasing dyspnea, weight gain and bilateral leg swelling over the past 2 years but more rapidly past 2 weeks. Subsequently the patient was diagnosed with congestive heart failure (nyha class: IV) and was hospitalized on the same day. On admission the subject was found to be massively volume overload due to sodium indiscretion and medication non-compliance. Digoxin toxicity was evident by blood level greater than 2 and subject was transferred to another medical facility for evaluation. The next day the patient was found to be in junctional rhythm with av disassociation possibly due to interaction of digoxin and clarithromycin that led to higher toxicity. Digoxin was held and subject was treated with digifab. Subsequently the patient developed atrial fibrillation and was treated with amiodarone IV. Chest x-ray revealed acute pulmonary edema which was treated with lasix and the subject started improving symptomatically. The next day the patient became hypotensive with bp noted to be 62/70 and hypoxic; chest x-ray revealed increased vascular congestion. The following day the patient became hypotensive again with bp (60/30), he was started on dopamine drip his vitals continued to drop and he finally passed away at 22:48hrs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).